Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient of feeling a ¿prick¿ or ¿pin stick¿ depending on movement due to a fall that possibly shift the cardiac resynchronization therapy defibrillator (crt-d). Patient reported having the device checked via transmission and everything looked in good working order. The device remains in use. No further patient complications have been reported as a result of this event.